Event description:
It was reported that expoased bulking material was observed in pt during re-treatment. One ml was injected transurethrally on each side during initial procedure. Needle tip was embedded to shoulder and was positioned 2cm distal to the bladder neck. Pt had not previously received any other treatments for incontinence.